Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay reporter / mother contacted lifescan (lfs) in 2007, alleging inaccurate high readings on her son's one touch ultra meter. A medical affairs specialist (mas) sent follow up questions; and the customer care advocate (cca) obtained the following info from the reporter: the pt has been a diabetic since 2005 and tests approximately six times a day. In 2007, around 6:00 pm, the pt tested his blood glucose and obtained a 69 mg/dl and took 5-6 units of actrapid. At an unspecified time later that evening he ate dinner, which consisted of a slice of white bread with jam and a slice of whole-grain bread with liver sausage. Shortly later, the pt had blue lips and "cramp attacks." The symptoms lasted between 4-5 minutes long. Mother tested her son's blood glucose and obtained a 62 mg/dl and treated him with a glucose injection. She contacted emergency services. When emt's arrived they tested the pt's blood glucose and obtained a 28 or 29 mg/dl. Emt's treated the pt with a glucose injection and an infusion. Emt's transported the pt to the hospital, where his initial reading in the hospital was 50 mg/dl. In the hospital, he was treated with an infusion with glucose. The pt was admitted in the hospital for three days. While his stay in the hospital, the mother compared his meter to the lab each time and claims that her son's meter showed "50-100 mg/dl" higher than the lab. During the comparisons, reporter changed the test strips several times and ran quality control and the test strips passed using the control solution each time. Diagnosis was hypoglycemia. The pt's diabetes regimen was not changed after the incident. His readings prior to being discharged was between 110-200 mg/dl. This was the first time the pt had obtained low readings, since a normal reading for him is around 110-130 mg/dl. No further clinical info was provided. It would have been helpful to know if the pt had a health condition such as anemia,, which can affect the accuracy of blood glucose results.